Event description:
The customer reported that the system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the surge suppressor printed circuit board. The system was tested and found to be working as intended and put back in svc.